Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with diflucan (dose, frequency, and route unknown). Eight days after onset, dianeal therapy was placed on hold. On an unknown date, the patient started hemodialysis. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.